Manufacturer narrative:
No evidence was provided to suggest that an actual device failure occurred or that the device failed to perform within specifications. The sysmex sp-100i instructions for use (IFU) includes numerous warnings related to safely operating the instrument. The introduction includes warnings that state, "if the (warning) sign is ignored and the instrument is operated incorrectly, a potentially hazardous situation could result in death or serious injury of an operator, or grave property damage." IFU's safety info, warns user to keep long hair, fingers and clothing away from moving parts while operating and not to reach inside the main unit while the instrument is running. To avoid infection the user is warned that all parts and surfaces of the instrument must be regarded as potentially infectious, since this instrument analyzes patient specimens. The operator reported running instrument without the cap piercer (cp) cover in place to minimize recovery time. In the ifus users are informed not to touch nor remove the cp cover while the sampler is running. There is a potential that operators could be injured by the piercer or other mechanical parts. It also states that once the cp cover is removed, the monitoring switch turns on and the sampler operation stops. The operator likely interfered with the sensor that would have indicated when the cp cover is detached. Current status of the user is unk. This occurrence was evaluated for reportability using the FDA needlestick medical device reporting guideline.

Event description:
The user of a sp-1000i automated slide preparer reported on (B)(6) 2013 that the instrument's piercer punctured through technician's finger. While the instrument was in operation, the user noted the sample tube in the hand-clippers was crooked; the user proceeded to adjust the tube using the index finger of her left hand; the piercer penetrated the fingernail bed and exited through the side of her finger. Following internal policy for needlestick injuries, the user was treated in the emergency room where x-rays were taken; the x-ray indicated the piercer missed the bone(s) and the nail bed would mend. The user took antibiotics for one week and two anti-viral medications for one month. The user will be following up at appropriate intervals and will continue to have blood work performed in accordance with their policies. It is unk if the operator or a source was tested for exposure to blood borne pathogens.